Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported problem with lap top ventilator 1150 where the nurse went in to wake the patient up for the morning rounds, but discovered the patient unresponsive and the patient later died. No alarm was noted as the staff were entering the room for routine tasks.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding patient expiring on the vent and event trace review was requested. There is no reported failure found with the device; thus, no root cause was established. A visual inspection of the unit under test (uut) was performed. Found superficial damages with scratches to the bottom center of the front weldment; deep scratches to the center portion of the battery tray and rear weldment; and physical damages to warning and serial number labels. Further inspection revealed dust-like debris on the fan filter and air inlet filter. With an external power connected, the post and event trace log were produced and reviewed. The uut underwent a vent check and passed on all counts including alarm, display, control, and leak test with no issues found. A review of uut's DHR per eta factory view v1.0 found that uut was last final test on 25-april-2017 which also passed on all counts. DHR review per made2manage found that uut was last pm on 05-feb-2021 at 14,510 hours for a 10k pm. Additionally, uut's date of manufacture is 05-may-2017. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.